Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. No malfunctions occurred during inspection of the device and no errors were stored in the error memory. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during operation of the subject device, there was a constant drop in pressure, the pressure did not hold and the pressure took a long time to build up again. In addition, the gas was not preheated properly. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.